Event description:
Patient had ercp, endoscopic retrograde cholangiopancreatography, which showed large stone post partial extraction, sphincterotomy and stent placement. The patient returned for ercp with sphincterotomy, stone extraction. During the ecrp exam the fluoroscopy failed - the sensor in the tower was not sensing the tower position. The side-viewing duodenoscope is advanced to the duodenal findings. Previously placed stent was removed with help of snare. A tandem camera was passed through the bile duct and contrast injected. Multiple small filling defects were seen. The common bile duct was dilated to approximately 1.5 cm. After this 11.5 mm balloon was passed up into the common bile duct. Balloon sweeps were made and multiple stones were seen and extracted out. Two stones were seen that were very hard and balloon sweeps were unsuccessful. A dormia basket was then passed around one of the stones and impacted on the basket but was unsuccessful. Using the extractor, lithotripsy was performed and the stone crushed. There was still one stone left behind that was fairly tight, hard and unable to be extracted despite multiple balloon attempts. There was a fair amount of edema and bruising around the post sphincterotomy ampulla from the stone that was impacted. It was decided not to extend the sphincterotomy at that time. A new #10-french x 7cm long stent was attempted to be placed. Unfortunately the fluoroscopic equipment broke down. Since the wire was in place the stent was "essectinaly" delivered using blind endoscopic maneuvering without the aid of fluoroscopy. X-rays were obtained to confirm that the plastic stent was in place.